Event description:
It was reported that customer drew vacuum through one way valve. Upon removal of iab from kit., balloon began to unwrap. Clinicians continued w/sheathed insertion. Iab became stuck in sheath. A new iab was obtained and used without further difficulty. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.